Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation for this lot was also reviewed and was found to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of a 5.0 titanium locking screw (stardrive 36mm) broke off during an initial trochanteric fixation nail-advanced system (tfna) procedure on (B)(6) 2016. The screwdriver was in the distal locking screw in the short nail and the screw head broke on the last turn. The head of the screw was retrieved; the shaft remained in the nail. The surgeon did not the retrieved the screw shaft and it remains in the patient. There was no delay in surgery and no harm to the patient. The procedure was completed successfully. This report is 1 of 1 for (B)(4).